Event description:
Healthcare professional reported left side exchange from textured to smooth due to concern with the product. Healthcare professional later reported rupture. Device has been explanted and replaced.

Manufacturer narrative:
Email: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, left side exchange from textured to smooth, due to concern with the product. Healthcare professional, later reported, rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening device on patch side assessed, as unidentified (tear) opening. And one split in patch assessed, as a workmanship. Anxiety-product/procedure: unable to observed, as it is a medical event. Not related to the device. Additional observations: creases are observed. Wear abrasion is observed. A further investigation is requested, to analyze the split in patch observed.